Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Reportedly, the customer did not correctly fill the cartridge. The customer's blood glucose level was 127 mg/dl. Tandem technical support guided the customer through properly changing the cartridge.